Event description:
Device was set to perform a scan from the upper liver through the pelvic region. The actual scan resulted in the area of the upper cervical through the lower liver. Scanning was performed again with normal results.